Event description:
It was reported by the patient that he has experienced a sporadic "discomfort/ache/pain" in his right groin subsequent to an interventional procedure on (B)(6)2010. The starclose se device had been used to achieve arterial hemostasis post-procedure. He reported that there were no problems during or directly after the stent procedure. He states the discomfort occurs "while sitting on the couch when he puts his feet up on a pillow on the coffee table." The discomfort reportedly does not disrupt his daily routine. He runs (slow jog) or uses his treadmill without any problems. He states he was prompted to call after he was at a small theater where the seats were very small and close together. The discomfort/ache began because he could not shift his leg to get comfortable. The theater staff provided pillows to all patrons when they realized that people were not comfortable sitting in the chairs. He reported that his cardiologist told him that the discomfort was "probably a nerve and is not unusual." He stated the discomfort "comes and goes" but he has not had any discomfort since (B)(6)2010 at which time he felt a "pinch pain"; he stretched his leg and it went away. The patient has not received any medical treatment for the sporadic discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device remains implanted. The lot number was not identified; therefore, a device history review could not be performed.